Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was successfully deployed in the left atrial appendage. One partial recapture was performed prior to implantation of the closure device. After release, there was a shift in the device. At the patient's 45 day follow up appointment on (B)(6) 2021, the closure device could not be seen via transesophageal echocardiography (tee). On (B)(6) 2021, the device still could not be seen via computed tomography (CT) of the patient's chest. The patient did not exhibit symptoms, however, showed a decrease in renal function. On (B)(6) 2021, the patient reported to the electrophysiology (ep) suite where fluoroscopy showed the closure device in the area of the renal arteries logged in the aorta. An attempt was made to snare the closure device, however, this was unsuccessful after a couple of hours using various snares and biotome devices. The device had been moved back to the iliac artery. The patient was brought to the operating room where a femora cut down was performed. The closure device was then successfully explanted from the patient. The patient was doing fine following this event.

Manufacturer narrative:
Media review: two fluoroscopy images and four transesophageal echocardiography (tee) loops were provided for review, and were reviewed by a boston scientific (bsc) medical safety director. One of the fluoroscopy video loops showed the watchman closure device still attached to the delivery system and positioned in the left atrial appendage (laa). This loop showed significant compression of the distal part of the watchman closure device. On the 2 pre-release tee loops (45 and 135 degrees), this distal compression was not well seen, and the watchman closure device showed an acceptable position. The post-release tee loop (135 degrees) showed that the watchman closure device had shifted significantly into a proximal position. In the 45-day tee video loop, the watchman flx closure device could no longer been seen in the laa. The media is consistent with the event description showing embolization of the closure device, detected at the 45-day imaging. The distal compression present in pre-release images likely facilitated a device shift into a proximal position as seen in the post-release imaging which then in turn contributed to subsequent embolization of the closure device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 30mm watchman laa closure device was successfully deployed in the left atrial appendage. One partial recapture was performed prior to implantation of the closure device. After release, there was a shift in the device. At the patient's 45 day follow up appointment on (B)(6) 2021, the closure device could not be seen via transesophageal echocardiography (tee). On (B)(6) 2021, the device still could not be seen via computed tomography (CT) of the patient's chest. The patient did not exhibit symptoms, however, showed a decrease in renal function. On (B)(6) 2021, the patient reported to the electrophysiology (ep) suite where fluoroscopy showed the closure device in the area of the renal arteries logged in the aorta. An attempt was made to snare the closure device, however, this was unsuccessful after a couple of hours using various snares and biotome devices. The device had been moved back to the iliac artery. The patient was brought to the operating room where a femora cut down was performed. The closure device was then successfully explanted from the patient. The patient was doing fine following this event.